Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the severely calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure using prostyle devices. Reportedly, when attempting to place the first prostyle suture, a cuff miss [suture retrieval issue] occurred. A second prostyle suture was successfully pre-placed. To complete the pre-close technique, a third prostyle device was attempted to be placed however; again, a cuff miss occurred. A fourth and final prostyle suture was successfully pre-placed. The sheath was upsized to a large bore and the tavi procedure was completed. Hemostasis was achieved with the successfully pre-placed second and fourth prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.